Manufacturer narrative:
Additional information: d.4., h.4.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2024. During a home evaluation by the pd registered nurse (pdrn) on (B)(6) 2024, it was discovered the patient was disconnecting during ccpd therapy to utilize the rest room due to the newly shortened patient line. Follow-up with the patient¿s home program manager (hpm) confirmed the patient presented to the outpatient home dialysis clinic on 23/nov/2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 12,281 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every three days and cefepime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for serratia marcescens on (B)(6) 2024, and the patient¿s vancomycin was discontinued. The patient has continued performing ccpd therapy and is recovering from the serious adverse events. The hpm stated although the newly shortened patient line was causing the patient to disconnect to use the restroom, it did not cause the patient¿s peritonitis. During a home evaluation on (B)(6) 2024, it was discovered the patient was not wearing a mask or washing his hands prior to initiation, termination, or before disconnecting to use the restroom. The pdrn attributed the peritonitis to a touch contamination event, and reeducation was provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2024. During a home evaluation by the pd registered nurse (pdrn) on (B)(6) 2024, it was discovered the patient was disconnecting during ccpd therapy to utilize the rest room due to the newly shortened patient line. Follow-up with the patient¿s home program manager (hpm) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 12,281 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every three days and cefepime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for serratia marcescens on (B)(6) 2024, and the patient¿s vancomycin was discontinued. The patient has continued performing ccpd therapy and is recovering from the serious adverse events. The hpm stated although the newly shortened patient line was causing the patient to disconnect to use the restroom, it did not cause the patient¿s peritonitis. During a home evaluation on (B)(6) 2024, it was discovered the patient was not wearing a mask or washing his hands prior to initiation, termination, or before disconnecting to use the restroom. The pdrn attributed the peritonitis to a touch contamination event, and reeducation was provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2024. During a home evaluation by the pd registered nurse (pdrn) on (B)(6) 2024, it was discovered the patient was disconnecting during ccpd therapy to utilize the rest room due to the newly shortened patient line. Follow-up with the patient¿s home program manager (hpm) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 12,281 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every three days and cefepime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for serratia marcescens on (B)(6) 2024, and the patient¿s vancomycin was discontinued. The patient has continued performing ccpd therapy and is recovering from the serious adverse events. The hpm stated although the newly shortened patient line was causing the patient to disconnect to use the restroom, it did not cause the patient¿s peritonitis. During a home evaluation on (B)(6) 2024, it was discovered the patient was not wearing a mask or washing his hands prior to initiation, termination, or before disconnecting to use the restroom. The pdrn attributed the peritonitis to a touch contamination event, and reeducation was provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted antibiotic therapy. The hpm stated although the newly shortened patient line was causing the patient to disconnect during treatment, it did not cause the patient¿s peritonitis. A home evaluation on (B)(6) 2024 revealed the patient was not wearing a mask or washing his hands prior to initiation, termination, or before disconnecting to use the restroom. The pdrn attributed the peritonitis to a touch contamination event, and reeducation was provided. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. Additionally, gram-negative serratia marcescens is commonly found in water and soil. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.